Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised chair tilts but when it gets to a certain point it just slams back and when chair tilts back up the same thing happens, dealer found the issue to be tilt actuator.